Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent diagnostic laparoscopy, lysis of adhesions and drainage of left ovarian cyst due to sui and pelvic pain. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and other. It was reported the patient underwent cystoscopy and insertion of ureteral catheters, total abdominal hysterectomy, bilateral salpingo-oophorectomy and extensive lysis of adhesions of the left tube and ovary and the pelvic wall and the descending colon on (B)(6) 2012 due to severe stress incontinence of urine, recurrent, severe pelvic pain secondary to dense fibrous adhesions involving the left tube and ovary and pelvic wall. It was reported the patient underwent cystoscopy, bilateral ureteral catheter placement, activation of sling and marshal-marchetti-krantz cystourethropexy with suprapubic tube placement on (B)(6) 2012 due to urge stress incontinence, s/p vaginal sling placement, and large post void residual. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy, lysis of adhesions and drainage of left ovarian cyst due to severe pelvic pain and sui.